Event description:
Patient en route to hospital via ambulance due to unusual "swishing" sounds from pump, but heartmate xve device failed in transit. Pt described pump stopped and controller alarmed with red heart. Changed controller but pump stopped again about 5 minutes after replacement. Pt switched to the hand-pump. Ambulance exited highway to nearby hospital for medvac flight to implanting hospital. The pt had v-tach rate approx 170 - and progressing pulmonary edema while on hand pump upon arrival to ER. The pt was immediately switched to the -ip- pneumatic drive console in the ER. Pt condition improved with ip console. Testing of both controllers on mock loop revealed both controllers are fully functional.